Manufacturer narrative:
Additional devices implanted and/or related to this event: rlt261412j/17203633, UDI (B)(4) and p201000j/ 16351980, (B)(4).the review of the manufacturing paperwork verified that these lot/serial numbers met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following warning among others: adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement, and component migration.

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent an endovascular procedure to treat an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The distal ends of the both legs were located in the common iliac arteries. Reportedly, angiography showed a type ii endoleak, and the physician elected to monitor it. The procedure was completed, and the patient tolerated the procedure. On an unknown date, follow-up imaging showed that the type ii endoleak persisted and therefore the aneurysm was enlarged (amount unknown). Also, it was suspected that the bilateral legs slightly migrated proximally. It seemed there was no distal type I endoleak. The physician planned to perform re-intervention. On an unknown date, the bilateral internal iliac arteries were embolized in preparation for the re-intervention. On (B)(6) 2020, a contralateral leg component was implanted distal to the left and the right legs, respectively. Angiography showed no endoleaks at that time and no problem with the distal ends of the legs. The procedure was completed, and the patient tolerated the procedure.

Manufacturer narrative:
Addition g3/g4.